Event description:
A report was received stating that a patient had experienced some mild burns while charging. The patient did not seek medical treatment. The patient's burns have healed and is reportedly doing well.